Event description:
It was reported that the sleeve that surrounded the wire to maintain sterility filled with blood. It was due to leakage from the wire insertion site at the top of cordis via the internal jugular (ij). The wire became slightly displaced, therefore losing the pacing ability and could have been life threatening for the patient. The arrow temporary pacing catheter was discarded and the patient received a permanent pacemaker. There was no patient death, injuries, complications or delay in treatment. Additional information received on (B)(6) 2011 from the sales representative stated that there were no patient complications, the patient outcome was fine, had permanent pacemaker inserted. The insertion site was the ij and there was no therapy delay that caused any harm.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.